Manufacturer narrative:
G2: the country of the event is ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that their manufacturer representative (rep) advised them to call patient and technical services (pats) today (2025-dec-23) to discuss the issue as the rep was unavailable and the patient was coming into their clinic later that day. The patient in question had a full ins/lead replacement on 15 december. On the day of implant there were no impedance or connectivity issues, and the rep stated that the leads were properly secured to the ins per her knowledge. The caller reported that the day after implant they had two problem contacts on the right side of patient's paddle lead, higher than 40k ohms. The caller put pressure on the ins and ran impedance/connectivity test and the caller states all contacts then showed normal. The caller released the pressure and ran the impedance measurement again with the clinician telemetry module (ctm) over the ins and then 9 of the 16 contacts per caller showed higher than 40k ohms. Caller and agent reviewed considerations around this scenario and had a lengthy discussion about the nuance between connectivity test and impedance test. The caller will attempt to run impedances in different positions with the patient today, and would consider imaging of the system. The caller noted at some point when working with the patient that the patient was programmed and felt stim but it is unclear what efficacy they have at this juncture or if programming would be available around the compromised contacts. No symptoms were reported. [See pe 708792191 for report of other patient with high impedance.].